Event description:
The customer reported via phone call that he experienced a high blood glucose level of 600 mg/dl. The customer gave himself a manual injection to treat. He was probably not counting the carbohydrates correctly. He also experienced two low blood glucose levels. His blood glucose level was 46 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.